Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the iol was exchanged for a difference of one diopter of power. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis, haptic and optic damage was observed. Solution was observed on the returned product. Results from the product history record review indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The root cause could not be determined for the reported exchanged. Lens damage was observed. Based on our observation it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).